Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial activation of the device the recipient had no hearing impression.

Manufacturer narrative:
Investigation results: indicate a device failure caused by an intermittent electrical connection at the receiver coil wire close to the weld joint at transducer feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
During the initial activation of the device the recipient had no hearing impression. The user has been re-implanted.